Event description:
It has been reported to us that during the procedure, the tip of the guide wire separated and remains inside the patient's radial artery. The physician inserted the guide wire into the patient for a ptca procedure. The physician was about to insert the guide catheter to the coronary arteries and the metal braid separated from the leading part of the guide catheter. The physician was removing the guide wire with the guide catheter and the metal braid slipped from the catheter and remained in the patient's radial artery. The physician inserted a device and was able to remove some of the detached segment; however, there is still some remaining fragment inside the artery. No flow in the artery. The patient was consulted under the vascular surgery emergency service. No flow through the radial artery. No possibility of executing the ptca surgery as planned. Consultation in the scope of the vascular surgery. Pharmacological atc treatment

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Actual device used in case was evaluated. Visual examination performed. The actual device used in the case was returned and evaluated. Visual examination of the returned guide wire revealed that the guide wire returned was not a device manufactured by medtronic. A review of the device history record did not detect any deficiencies within the manufacturing process. A follow-up attempt was made to obtain additional clarification on the product sample; however no additional information has been supplied by the account. If in the future the actual complaint sample is returned a follow-up medwatch will be submitted. The event has not been confirmed; the actual complaint sample was not returned for evaluation. The analysis is complete as of today (B)(4) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.